Event description:
It was reported that the device was used during a cholecystectomy, the clips were scissoring. Another product was used to complete the case. There were no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.